Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion at the pump site. It was also reported that the patient developed severe cellulitis of his legs and genital area, resulting in sepsis, which then traveled to the implant and infected it. The ipp was explanted and replaced with a malleable penile prosthesis. No further complications were reported.